Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had a skin irritation under the rear therapy electrodes. The area was described as red, hot, itchy and painful but with no broken skin. The patient's doctor recommended a salve for the irritation and that the patient remove the device at night. During a follow up, the patient reported that the irritation had completely healed.